Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 450 mg/dl during the phone call. The medical doctor felt that the customer did not receive any insulin for 24 hours. Prior to the hospitalization the customer stated he was treating his blood glucose with the insulin pump but the blood glucose remained high. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test but the customer did not have the tubing clamp to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.